Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013 during review of the patient¿s programming history it was observed that a faulted system diagnostics test occurred on (B)(6) 2009 that changed the patient¿s settings. Although some of the settings were corrected prior to the patient leaving the office visit, not all the settings were corrected. No adverse events were reported to have occurred due to this settings change.